Event description:
The patient contacted animas on (B)(6) 2012, alleging that the pump was worn while swimming that day and afterward, the pump's screen was blank and there was no power to the pump. The patient stated that the pump was working fine prior to going swimming. The patient denied visible moisture under the display screen, in the battery compartment or in the cartridge compartment. The patient reported that the keypad and audio bolus button was intact and responded appropriately before he went swimming. The patient confirmed that there was no audio after inserting a brand new battery. The patient confirmed that the battery cap had not been replaced since 2011, but stated that it was tightened securely to the pump. The patient stated there was no damage to the pump or the battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of power loss remained unresolved.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to adequately investigate reported power issue due to moisture damage. The pump was unable to boot up. Black box and history download are not available due power failure. The unit was opened and the pcb was inspected; evidence of moisture corrosion found on a main component in the power supply circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.